Event description:
On (B)(6) 2013, the patient contacted animas alleging that he experienced a low blood glucose (bg) of between 30mg/dl and 40mg/dl and was taken to the hospital. The patient stated that prior to the low bg, his bg had been 100mg/dl. The pump was not available for troubleshooting at the time of the initial call, and the patient was waiting to be seen at the ER. On (B)(6) 2013, customer technical support was able to follow-up with the patient and obtain additional information. The patient stated that on (B)(6) 2013 he was taken to the hospital by ambulance and was told by the emts that his bg was 50mg/dl after he had been given a glucose injection. The patient reportedly experienced confusion along with the low bg. The patient was reportedly admitted to the hospital and was discharged on (B)(6) 2013. The patient did not provide details of treatment at the hospital. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. A review of the total daily dose history from (B)(6) 2013 indicated the pump was delivering as programmed. The patient had reportedly been off the pump since hospitalization. A review of the bolus history showed all boluses were completed as programmed. Only one bolus was shown in the history for (B)(6) 2013, for 2.55 units at 7:58am. The patient was reportedly taken to the hospital at 1:00pm. Troubleshooting found no pump defects. The patient was advised to speak with his endocrinologist regarding the low bg, as the pump was found to be delivering as programmed. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause requiring medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/12/2013 with the following results: no defect was found. The complaint could not be duplicated during the investigation. A 29hr flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. No alarms related to the complaint noted in the alarm history; only typical usage observed. The tdd histories prior to the event date were reviewed and correctly reflect the users programmed rates when adding delivered basals and delivered boluses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.